Event description:
Directly after insertion, the catheter broke and embolized. Were able to successfully snare the embolized piece of catheter from the pt.

Event description:
Directly after insertion, the catheter broke and embolized. Were able to successfully snare the embolized piece of catheter from the pt.